Event description:
A report was received that the patient was explanted due to a pocket site infection. The symptom of infection was bloody discharge at the pocket site. The physician did not believe that the infection was device or procedure related. The patient was placed on antibiotic but it is not known whether they were oral or intravenous and was reportedly doing fine.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient was explanted due to a pocket site infection. The symptom of infection was bloody discharge at the pocket site. The physician did not believe that the infection was device or procedure related. The patient was placed on antibiotic but it is not known whether they were oral or intravenous and was reportedly doing fine.